Manufacturer narrative:
The bwi product analysis lab received the device for evaluation (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. The dilator and a good known lab sample catheter were introduced through the sheath; however, obstruction was detected. Due to the broken hemostatic valve stuck in the sheath, this issue could be related to the obstruction reported by the customer. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The hemostatic valve dislodged could be related to the obstruction reported by the customer. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Also, some bents were observed on the shaft and vessel dilator. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter, also observed broken. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. An internal corrective action has been opened to investigate the conditions observed in the hemostatic valve. Explanation of codes: investigation findings: fracture problem (c070603) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: valve(s) (g04135) were selected as related to the customer¿s reported ¿obstructed sheath¿ issue and the biosense webster product analysis lab observed the ¿hemostatic valve separation¿ issue. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the biosense webster product analysis lab observed ¿bents on the vessel dilator¿. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the biosense webster product analysis lab observed some bents on the shaft. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the biosense webster product analysis lab observed a hemostatic valve separation issue. Initially it was reported that there was resistance when trying to advance the dilator through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was exchanged and the procedure was continued. There was no patient consequence reported. Additional information was received. The resistance they were having with the sheath was when they were inserting the dilator into the sheath. There was no occlusion when irrigating the sheath. The sheath seemed completely blocked since the dilator did not advance more than 2 inches in the sheath. The physician did not try to put the catheter and needle into sheath because the dilator would not go through when prepping. The event was assessed as not MDR reportable for an obstructed sheath issue. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022, the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was (B)(6) 2022.